Event description:
It was reported that the pump was "going in and out of power". The reporter confirmed that the patient was stable. The pump was not available for troubleshooting. Customer support made multiple attempts to contact the reporter and patient but was unsuccessful. This report is made based on the allegation that the pump may have rebooted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.